Event description:
Huber needle leaks from access and connection site. Pt went to hospital due to leaking huber needle and had to be re-accessed. Several other pts have reported going to the hospital, due to leaking huber needles. Diagnosis or reason for use: chemo therapy infusion.